Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: the surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease. Atypical tissue was retrieved at the very same surgery, though not sufficient for diagnosis at the time of surgery, further sample testing results are awaited. There was no harm or negative effect to the patient due to the biopsies, also not due to the surgery/anesthesia prolong of ca. 3 hours. There was also no direct or increased risk of harm to a critical structure (e.g. Critical brain tissue or blood vessels) due to the biopsy attempts. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. The brainlab investigation is ongoing. Brainlab intends to provide a follow-up report upon availability to include the completed device evaluation.

Event description:
A cranial surgery for biopsy of a tumor, located at the surface at the left occipital lobe of the brain with a size of ca. 20x20x17mm, has been performed with the aid of the brainlab cranial navigation version 3.1. A pre-operative MRI scan to plan the trajectory was acquired 5 days before the surgery, to reference the navigation display to. A trajectory was planned using the MRI scan. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, with the head turned right, and attached the patient reference array for navigation to the head holder. Performed the patient registration on the pre-op MRI by acquiring registration points with the softouch pointer to match the display of the navigation to the current patient anatomy. Verified the accuracy, accepted the registration to proceed, marked the planned entry point with a pen on the patient's skin for reference, draped the patient and exchanged the reference array to a sterile one. Determined the location of the burr hole (craniotomy) for the desired approach with navigation also re-checking the skin marking, created the incision and drilled the burr hole with a 3.4mm drill bit through the drill guide tube in the navigated varioguide. Used a navigated biopsy needle, with its depth control also adjusted beforehand to the target depth measured with navigation, through the navigated varioguide to take 8 biopsy samples every 90 degrees following the planned trajectory at 2 different depths. Sent the samples to pathology, which came back as healthy tissue and not pathological as desired. Again adjusted the biopsy needle's depth control to a slightly deeper length and took additional samples. Planned a new trajectory intra-operatively, and took another four samples with the same navigated method along this new trajectory. After the additional samples came back from pathology also as normal tissue, decided to close and un-drape the patient to perform a new registration of the patient to navigation. Due to doubts at registration accuracy verification, opted to perform an intra-operative CT scan, and determined from this CT scan that the biopsies were taken inferior to the tumor, ca. 10mm from the planned trajectory. Uploaded the intra-op CT scan to the navigation, fused it to the existing MRI scan, repositioned the patient in the head holder in a prone position and performed another patient registration to navigation. Planned a new trajectory with a new entry point, created a new burr hole ca. 7mm away from the original one, and took another 4 samples with the navigated method as before. Minimal tissue was retrieved, and came back from pathology once more as normal tissue. With another trajectory planned through this new burr hole, took 8 more samples at 2 different depths with the same navigated method. The still only minimal tissue obtained was determined by pathology as atypical, but not sufficient for diagnosis at this point of time. Completed the surgery and closed the patient. According to the surgeon: the surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease. Atypical tissue was retrieved at the very same surgery, though not sufficient for diagnosis at the time of surgery, further sample testing results are awaited. There was no harm or negative effect to the patient due to the biopsies, also not due to the surgery/anesthesia prolong of ca. 3 hours. There was also no direct or increased risk of harm to a critical structure (e.g. Critical brain tissue or blood vessels) due to the biopsy attempts. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: the surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease. Atypical tissue was retrieved at the very same surgery, though not sufficient for diagnosis at the time of surgery, further sample testing results are awaited. There was no harm or negative effect to the patient due to the biopsies, also not due to the surgery/anesthesia prolong of ca. 3 hours. There was also no direct or increased risk of harm to a critical structure (e.g. Critical brain tissue or blood vessels) due to the biopsy attempts. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating biopsy trajectory by approximately 10mm using navigation was an insufficient distribution of points acquired by the user for patient anatomy registration to navigation. For the registrations performed, the points were not distributed on the required distinctive surfaces (e.g. Entire profile of the nose, around the eyes, both sides of the head). Most registration points were acquired only on rounded areas like the dome of head, which should be avoided. This caused the cranial navigation software to not find an accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy. Apparently, the resulting deviation of the navigation display was not recognized by the user with the required thorough verification of the registration accuracy, nor with the necessary continued verification of navigation accuracy after draping, and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.